Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, undersensing, and pacing was not delivered when required due to a possible micro perforation. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis does not provide objective evidence to confirm the allegations. However, perforation is a known risk associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, undersensing, and pacing was not delivered when required due to a possible micro perforation. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.